Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the customer.

Event description:
It was reported that the device failed to power on during a rescue. The first responders found the pt on the bottom of the pool after what appeared to be heart attack. The pt had no signs of life and CPR was administered while the pt was dried. The device did not respond and was unavailable for use. After approx two mins of delay, the ambulance crew arrived on the scene and took over the pt care. Physio-control's clinical review of the reported event determined that the device use did not contribute to an adverse outcome. The pt downtime was unk and it was reported "no signs of life". There were no further details on the event and/or the pt provided.